Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there is a recap regarding the depuy mod endo trial handle, angled (product number d205513000). Misty was assembling the depuy modular endo head trials and instrument loaner tray and was inspecting the mod endo trial handle when she discovered there was an excessive amount of blood/bio burden coming out of the ball bearings located at the top of the instrument (see photo). In decon the high pressure water gun was used to irrigate it and then put through the ultrasonic 4 times, it was then sent through the instrument washer and she was still getting an excessive amount of blood out of it. No surgical delay. No broken pieces of instrumentation left in patient.